Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable; other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). MDR #3004209178-2018-06792 was sent addressing device serial #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's therapy stopped due to a power on rest (por). The patient reported that they were trying to turn their stimulation on when they saw the message. It was stated that the patient did not use the stimulation all the time. The patient charged their implants on (B)(6) 2018 and was able to complete the charging session. The por message was seen on the implantable neurostimulator recharger (insr) on (B)(6) 2018. The patient was instructed to sync with the implant and complete in order to clear the por. It was reported that the por was successfully cleared and information was reviewed. The issue was reported to be resolved after troubleshooting was completed. The patient also reported broken connector pins on their desktop charger. The patient was transferred to repair and the desktop charger was replaced. No symptoms were reported. No further complications were reported.